Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during an MRI (1.5 tesla) on (B)(6) 2019. Surgery to reposition the magnet was completed (date not reported). The implanted device remains.